Event description:
Nurse attempted to start a #20 gauge IV in ed. He inspected it prior to insertion and the catheter looked like it routinely does, he indicated that he did not stare at the catheter for a long period of time but rather a few seconds before inserting, the site was prepped as he normally does and upon insertion, the pt tensed up. He flushed it and it infiltrated. Nurse indicated that he pulled the cath out and heard it "snap off". He immediately went to notify the physician, in which orders were received to ocl the arm for mobilization and physician made calls to general surgeon. Our surgeon indicated that the pt needed a vascular surgeon therefore, the pt was transferred to a larger hospital.